Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the additional information: the ports were placed prior to the issue being identified. The mtm could not activate the instrument and the fault could not be recovered. There was no patient injury. The system functionality was checked upon powering on the system. The technical support was not contacted for troubleshooting.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed. Upon visual inspection, the magnet on the grip pad were missing on the mtm that would be related to the reported event. The mtm was installed onto a surgeon side console fixture test platform (sftp) where it failed at sine cycle. The complaint was confirmed based on failure analysis. The probable root cause is attributed to a detached lever magnet on the grip levers.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the master tool manipulator (mtmr). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted pyeloplastysurgical procedure, the master tool manipulator (mtmr) had physical damaged and could not be used. The site had to convert to laparoscopic procedure. The procedure was completed with no reported injury.